Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medication orders did not populate. A technical support specialist confirmed with the customer, the order messages did not contain explicit time causing orders to not populate in the due tab. The serial number, UDI and manufactures details kept blank since the given asset information found to be es server. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a pyxis medstation es system did not populate the medication order, preventing user from removing the required covid medication and causing patient care delay. There were no adverse events or injuries reported based on this event.